Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed a bend about 5 cm from the distal tip. The device met the specification for curve in the d direction; however, the device did not meet the specification for curve in the f direction. The device met the planarity specification in the f direction; however, the device did not meet planarity specification in the d direction. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported there was a defect/bend at the end of the catheter noted prior to the procedure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.